Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in or about (B)(6) 2012 and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-01413, 1225714-2013-01414, 1225714-2013-01415.